Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg was inoperable. As such, surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted and replaced with a new ipg addressing the issue. Reportedly, therapy was confirmed post op.